Manufacturer narrative:
Follow-up #1 date of submission 09/30/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the pump black box data revealed evidence of unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the returned battery cap was undamaged and able to secure properly to the pump to maintain an electrical connection. During testing, the rewind, load, and prime steps were completed successfully with no duplicated power issues. The pump case was removed and no intermittent conditions were found on the power circuit. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 02/24/2017 - correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power, and that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.